Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was replaced due to inflation issues. Troubleshooting was done, and it was determined there was a fluid leak from the pump. The patient underwent a revision surgery and only the pump was replaced. There were no patient complications.